Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = black. Customer returned pump for an alleged pump error 53 alarm found on aug 15, 2021. The pump passed the self test and displacement test. No unexpected pump error 53 alarm noted during the testing. Successfully downloaded history files and traces using thus. Pump error 53 alarm was recorded and found in the formatted history file on (B)(6) 2021 02:26:05.000, (B)(6) 2021 12:39:21.000. Pump error 53 alarm (linenumber = 24582 ; filenumber = 32232 & linenumber = 24578 ; filenumber = 36305) was triggered due to abort exception. Possible hw issue. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error 53 alarm was confirmed. Pump error 53 alarm, possible hw issue.   Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.